Manufacturer narrative:
Device not retuned to manufacturer.

Event description:
Dr. (B)(6) notified rep, (B)(4) of a broken petite mpj plate (left) after the patient's one-month post-op visit. The surgeon noted that a fusion had not yet occurred.